Manufacturer narrative:
Medwatch user facility report #mw5154168 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) kept developing noise and required a reset of the device. As the noise develops, they have severe migraines and muscle tightness throughout their body. This occurs when they pass by certain cell towers, power transfer stations, or someone operating certain type of vaccine cleaners. This is the second time they'll be having a reset in the system. The pain becomes unbearable when it occurs.